Manufacturer narrative:
Device evaluation - the lens was returned dry, in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found the lens missing two pieces of haptic; as well as clear and brown residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +8.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and was exchanged for a shorter lens. The exchange resolved the problem. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) 20/40. As of the date of MDR submission, the lens has not yet been returned for evaluation.